Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to lens and residue/debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.5mm, ticm125v4, -6.00/+2.50/79 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2008. On (B)(6) 2020. The lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.